Event description:
The customer alleged a manufacturer hill-rom stretcher, serial number unknown that the brakes that would not engage and sharp exposed edges on a side rail. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).